Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the motor did not stop running due to a defective printed wire assembly (pwa) board. The downstream occlusion seal was also found to be degraded. The pwa board and dso seal were replaced to fix the issue.

Manufacturer narrative:
D3: mfg establishment name updated. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found that the motor does not stop running due to a defective printed wire assembly (pwa) board and a degraded downstream occlusion (dso) seal was also found. The customer's problem was replicated. The pwa board and dso seal were replaced to fix the issue.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device alarms 41622 when priming the line. There was unknown patient involvement, and unknown signs or symptoms experienced.